Event description:
It was reported by service report that the lift was stuck in an elevated position and had lost the low height limit.

Manufacturer narrative:
Result: bed lost low height limit.result: bed recalibrated.